Event description:
The customer reported the system displayed a generator error during a procedure. The system automatically shuts down when this occurs. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.